Manufacturer narrative:
Block b3: exact date unknown, event occurred over time.

Event description:
It was reported that a patient could no longer charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.

Event description:
It was reported that a patient could no longer charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.

Manufacturer narrative:
The returned implantable pulse generator (sc-1132, sn (B)(6)) was analyzed and the allegation that the patient was experiencing difficulties charging the ipg has been confirmed. Despite multiple attempts, the ipg continued to fail in both charging and communication. The investigation revealed that the asic chip was damaged, which led to the reported allegation. Such damage is typically caused by the ipg exposure to external high-voltage or high-current transient sources.